Manufacturer narrative:
The insulin pump alarmed motor error during basic occlusion test due to loose /flush drive support disk. The motor was tested outside the insulin pump and passed. No moisture damage found on the electronics, motor, battery tube, vibrator and keypad assembly noted. The insulin pump received with cracked case at the display window corner, minor scratched lcd window, scratched reservoir tube window, cracked belt clip slot, cracked battery tube threads and cracked reservoir tube lip.

Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time. (B)(4).

Event description:
The customer reported via phone call that he had a motor error alarm on the insulin pump. Customer was changing the reservoir and he hit rewind. Customer stated that it was making a different noise and it moved forward instead of backward. Customer stated that there is also insulin in the reservoir compartment. Customer had high blood glucose last night in the 200's mg/dl. Customer treated with a bolus through the pump. Customer's blood glucose was 160 mg/dl at the time of the incident. Customer received a motor error during the end of rewind. Customer does not use the sensor feature on the pump. Customer stated that he was unable to complete the rewind sequence. Customer was advised that the pump will need to be replaced. Customer was also advised to discontinue use of the pump and revert to a back-up plan.